Event description:
A customer reported receiving a glucose result of 87 mg/dl on their freestyle freedom blood glucose monitor. The customer reported receiving a glucose result of 17 mg/dl on an unknown brand of competitor meter. Based on the result of 87 mg/dl, the customer dosed with insulin, and reported losing consciousness. The paramedics were called, and an intravenous treatment of glucose was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.